Event description:
Account reported that two pt samples gave discrepant lgm results. The first sample gave a result of 77 mg/dl, which repeated as 5460 mg/dl. The second sample gave a result of 114 mg/dl, which repeated as 10640 mg/dl. No treatment was provided based on the incorrect results. The field svc rep was unable to determine the cause for the discrepant results.